Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, it was noted that the right atrial lead exhibited low impedance and insulation anomaly. The lead was capped and replaced on (B)(6) 2017. The patient was stable post-procedure.